Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician discarded the explanted pump and it will not be returned for analysis.

Event description:
It was reported that this patient had reported worsening of symptoms in the last fifteen days as the patient experienced less than 50% therapy relief and had increased spasticity. X-rays were performed and a volume check and there were no volume discrepancies noted. The elective replacement indicator (eri) was nine months. Reportedly, the issue was not resolved and the cause of the issue was not determined. The patient was reported as alive without injury. The pump was planned to be explanted on (B)(6) 2013. This device system delivered lioresal. It was further reported that there was no alarm activated and no messages in the pump logs. It was confirmed that the pump was not at end of service (eos) but that eri was to occur in nine months. The exact date of implant was not known. It was only known that it was implanted sometime in 2006. It was further confirmed that the pump was explanted and would be returned.

Manufacturer narrative:
(B)(4).